Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device broke. Its shaft was bent while inside the patient and was removed. The device replaced with a new one to resolve the issue. There was no patient injury.